Event description:
It was reported that a user installed a new dexcom g6 sensor and did not confirm connection to the ilet, resulting in the ilet operating in blood glucose (bg) run mode and an initial failure to pair to the ilet; the sensor later fell off, a new sensor was applied, the pairing code was edited in the dexcom menu, and the sensor warmup was observed with successful connection and no further questions. Symptoms included no reported adverse physiological effects. Outcomes included no alerts or alarms and no impact to therapy as reported by the user. Investigation included guided troubleshooting and education, including toggling between g6 and g7 settings, initiating a new sensor session, replacing the sensor, and correcting the pairing code. Investigation of this case revealed a pairing failure limited to the ilet that resolved after sensor replacement and pairing code entry, consistent with a communication or setup issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and sensor adhesion loss leading to transient loss of cgm connectivity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.